Event description:
It was reported that patient was experiencing shocking sensations despite discontinuation of wearing a copper bracelet. Program optimization was performed and the patient was doing well with their current therapy. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg device was not returned.